Event description:
On (B)(6) 2015, a customer reported to medela customer service that her freestyle breast pump had low suction. In addition, the customer reported that she was diagnosed with mastitis and was treated with antibiotics.

Manufacturer narrative:
Medela customer service determined that the customer had been sent multiple pumps. In addition, the affected pump is no longer under warranty. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.